Event description:
Pt reported having battery insertion problems with his infusion device. Pt stated the battery compartment is broken. Pt reported he changed the battery; did not pay attention to the infusion device alarms after changing the battery. Pt stated he was without the infusion device for 5 days and was hospitalized for ketoacidosis. Pt reported his blood glucose reading at the time of the incident was 400-500 mg/dl. Pt reported the battery cover is also broken. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.